Manufacturer narrative:
The investigation is ongoing, a supplemental will be submitted upon completion.

Event description:
As reported by a field clinical specialist (fcs), the patient had a tavr procedure with a 29mm sapien 3 valve. Approximately 4 years and 5 months post procedure, the mean gradient was 56mmhg. Per medical records, at 4 years and 1 month post implant of a sapien 3 valve, a CT revealed tavr in place. The leaflets were calcified with 3 leaflets showing mobility during the cardiac cycle. No definite signs of obvious hypoattenuating leaflet thickening (halt) are identified. A few months later, the patient presented with dyspnea, respiratory failure with hypoxia, copd exacerbation, and chest pain. An echo performed at 4 years and 5 months post tavr revealed a well seated thickened bioprosthetic aortic valve, and concern for prosthetic valve dysfunction. There was mild aortic insufficiency with peak gradient of 81mmhg and mean gradient of 56mmhg. There are plans for a valve-in-valve procedure or an aortic valve replacement (avr). At this time no intervention has been performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The device was not returned to edwards for evaluation. The complaint investigation was conducted, using a technical summary written by edwards lifesciences. This issue is not related to a manufacturing deficiency, design, reliability, use error, labeling, or device related infection and therefore device history record (DHR) review is not required for this event. This event is within scope of this technical summary and there is no evidence to support a manufacturing/design non-conformance. Therefore, a lot history review is not required. There is no evidence to support that a design/ manufacturing defect has potentially contributed to the complaint; therefore, a manufacturing mitigations review is not required. Imagery was provided by the site and reviewed by an edwards imager. There is calcification on leaflets, and the valve is under-expanded at mid valve at 27.3mm. A review of the relevant instructions reveals similar content as documented in the technical summary. Therefore, the review of the instructions/manuals within the technical summary remain equivalent to the instructions/manuals for this complaint event. The content adequately provides warnings and instructions for use regarding the reported complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). The complaint for calcification was confirmed based on medical record provided. Available information suggests hyperparathyroidism, end-stage renal disease (esrd) likely contributed to the event as patient has a history of hyperparathyroidism, end-stage renal disease. According to the technical summary, evaluation of related complaint events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non-conformances. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. A product risk assessment is not required because there are no confirmed product or labeling/IFU/training material non-conformances affecting distributed product and no other triggers have been met. A CAPA/scar is not required because an edwards/supplier defect which could have resulted in the complaint was not confirmed. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required.